Event description:
Pt contacted depuy complaining of pain. His doctor told him the patella has separated. (B)(4)2005 - no revision or surgical intervention at this time . Review of the medical records suggests loosening of the femoral and tibial components. The patient's leg was amputated on (B)(4)2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.